Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, incorrect results were obtained. Enterococcus faecium was incorrectly identified as enterococcus faecalis. Results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what was the expected result and what was the result obtained by the client? The expected and correct result was enterococcus faecium. Result from phoenix m50 was enterococcus faecalis what is the microorganism? Enterococcus faecium. What confirmatory tests were performed to determine that the results were in error? Microorganism ID was confirmed based on the ast results for this sample, where ampicilin and imipenem were resistant. Enterococcus faecium is naturally resistant for ampicilin but enterococcus feacalis is susceptible for these drugs were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. The instrument on qc controls gave wrong results, but they retested the probes with other microbiology methods, therefore the results at the end given from the laboratory were correct.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, incorrect results were obtained. Enterococcus faecium was incorrectly identified as enterococcus faecalis. Results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what was the expected result and what was the result obtained by the client? The expected and correct result was enterococcus faecium. Result from phoenix m50 was enterococcus faecalis. What is the microorganism? Enterococcus faecium. What confirmatory tests were performed to determine that the results were in error? Microorganism ID was confirmed based on the ast results for this sample, where ampicilin and imipenem were resistant. Enterococcus faecium is naturally resistant for ampicilin but enterococcus feacalis is susceptible for these drugs were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. The instrument on qc controls gave wrong results, but they retested the probes with other microbiology methods, therefore the results at the end given from the laboratory were correct.

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that their m50 instrument identified a patient sample as enterococcus faecalis, when the expected result due to confirmatory testing was enterococcus faecium. A bd field service engineer (fse) was dispatched to investigate. The fse verified the instrument was in proper working order, but performed preventative replacement of both normalizers, as well as the light source board, and cleaning of the internal optical system. The root cause of the mis-identification could not be identified. As the instrument was found in proper working order by the fse upon arrival, this is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no prior cases related to results failures. However, one further case for mis-identification was reviewed, under which the fse also found the instrument in working order and performed preventative cleaning/calibration. Complaints for results are within statistical control for the month of february 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is mis ID, which is an s4; reference row ids 9.15, 9.18, 9.21, 9.24, 9.27, 9.30. In this instance, no incorrect results were reported to patients.